Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x20mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage on the first proximal stent strut row. The struts pulled proximally and lifted. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red blood like substance was observed on the outside of the balloon on the distal cone. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09oct2019. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. No further information was available. However, returned device analysis revealed a stent damaged.